Manufacturer narrative:
Data was requested to conduct an investigation but was not provided. The customer stopped using the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The creaj2 reagent lot number was 80201801 with an expiration date of 28-feb-2026. The chol2 reagent lot number was 84696601 with an expiration date of 31-aug-2025. The customer stated that they had lamp alarms (unstable photometer failures) and liquid level detection alarms. The field service engineer checked the instrument for the liquid level detection alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaff gen.2 (creaj2) assay and cholesterol gen.2 (chol2) assay on a cobas c 111 analyzer. Creaj2: initial result: 3.800 mg/dl. Repeat result: 0.700 mg/dl. Chol2: initial result: 359.6 mg/dl. Repeat result: 196.81 mg/dl. During the validation process, the customer questioned the initial results as they were high. No questionable results were reported outside the laboratory, and the sample was then repeated. The repeat results were deemed to be correct.